Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint reported that during service and repair it was noted that the small crack on the front housing near the door release button was repaired in the past with an epoxy and doesn't impair the functionality of the console. Front housing will be replaced another time as the small crack is just esthetic's. It was further reported that while going through section 2.9 of the pm procedure the battery failure alarms was present. The aic's batteries appeared to be dead after sitting for over a long period and not plugged in. Battery kit was replaced and now functioning properly with no battery failure alarm present. Console has passed all tests and will be used as a loaner again. This occurred in a non clinical setting and there was no patient involvement.